Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with two unspecified mentor gel breast prostheses and suffered bilateral rupture postoperatively. As a result, the patient had the devices removed and replaced with two other unspecified mentor gel breast prostheses on an unknown date. This report is for one of the two ruptured devices.